Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. A review of the complaint history shows no similar complaints. Additionally, there was no same or similar complaint has not been reported of the same device at the same facility. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The concerned device was not returned to the legal manufacturer for evaluation, therefore the exact cause of the reported malfunction could not be conclusively determined. Since approximately 7 years have passed since the device was manufactured, the potential cause of the power switch failure is due to age-deterioration or accidental failure. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The evaluation confirmed the power switch light does not light up as the power supply was found defective/damaged, attributing to an intermittent power malfunction as it was unable to maintain voltage. Additionally, the video scope connector is worn causing a loose connection. Software version upgrade to the latest version is recommended. The device was repaired and returned to the customer. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center (oci) was informed that a customer evis exera iii video system center was returned due to a report of "power switch problem - light does not turn on" during preparation for use. Upon inspection and testing, the video system was observed to have an intermittent power malfunction as it was unable to maintain voltage due to a damaged power supply. No patient harm or involvement was reported.